Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during intraocular lens (iol) implant procedure, while loading an iol, the plunger passed over the iol and the iol was clogged. Therefore, it could not be implanted. The surgery was performed and completed after replacing the injector with another one. The involved eye and the patient identifier are not available. There's no patient harm. No additional information was requested.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. Corrected information provided in h.8. (Previously initial). A sample was not received at the manufacturing site for evaluation for the report of plunger passed over iol; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).